Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant. The physician experienced lead to header insertion difficulties. The available information suggests that the physician was able to insert the terminal pin into the header. The available information suggests that the right atrial (ra) lead remains inservice.